Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the pulse generator exhibited a diagnostics anomaly upon interrogation. No other anomalies were observed. No intervention was performed. The patient was in stable condition before, during and after the clinic visit.